Manufacturer narrative:
(Other): no alleged product malfunction or non-conformance that contributed to the reported event.

Event description:
Patient was admitted to the hospital for two episodes of transient left sides weakness. A stent previously placed in the right middle cerebral artery (mca) in december of 2007 was found to have approximately 90% lumen re-stenosis from in-stent vascular hyperplasia. Balloon angioplasty was performed without complication. Patient was later discharged home completely asymptomatic.